Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device stopped working and they got sarcoidosis, and they think that the interstime caused it. Since then they have not been able to tune the device back on either.

Event description:
Additional information was received from the patient. They reported that the device had not functioned since spring of 2020. This issue was not caused by normal battery depletion and the cause was not known. When asked about the cause of the inability to turn the device on they stated that it was unknown. They noted that after the stimulator was implanted they had some success with it. However, they started having a lot of pain in both of their legs after receiving the stimulator. Some months after the stimulator was implanted they started having health issues and eventually were diagnosed with sarcoidosis in (B)(6) 2020. The pain in their legs continued to get worse over time. On day they got the idea to turn off the stimulator to see if that would relieve their pain and it did. They tried to turn the stimulator back on and it would not turn on. The stimulator had not functioned since that day which was late winter/early spring of 2020. Due to their other health issues they did not contact their urologist and update them on what was going on at the time. Then, after going such a long period of time without follow up they chose to not continue to pursue the issue. They also had problems with the site where the stimulator was located as it got really sore at times. They believed that the stimulator placement and their diagnosis of sarcoidosis were related.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.